Event description:
Pt was in a fight with police and taken to the emergency room after his pacemaker went to max rate pacing. The device was programmed to ddd function from dddr and then reprogrammed to dddr. The device returned to normal function with the rate being normal.